Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the screws on the unit were not tightened properly during the last periodic inspection.

Manufacturer narrative:
During a physical evaluation a screw was found loose inside of the device inside the device. The screw was retrieved but was unable to locate any missing screws. The unit has loose parts inside the power supply as several screws securing the motherboard were not tightened to torque specifications. The device was repaired to asset specifications and returned to asset stock. A review of the repair history shows this asset was last service on september 2, 2020; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset visera 4k ultra high definition camera control unit was returned to the service center for inspection. During the physical inspection, the unit was found to have a loose parts malfunction as a screw was found removed with loose components inside the unit. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.